Manufacturer narrative:
(B)(4). Evaluation: results: (dissection).

Event description:
Two endeavor rapid exchange (rx) drug-eluting stents were implanted in the mid lad. It is reported that the second stent was implanted to treat a dissection after the initial stent implant. At one month, six month, 1.5 year, 2 year, and 2.5 year f/u's pt was asymptomatic/free of symptoms.